Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge canister broke at the seam closest to the patient line/septum. Reportedly, the cartridge may have been in use for 5 days. The user's blood glucose (bg) level was 460 mg/dl. The user addressed bg level by changing the cartridge and delivering a bolus.